Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure. Procedure date is unknown. According to the complainant, early in (B)(6) 2016, the patient presented with erythema, pain and pus secretion at the insertion site. The general practitioner treated the patient with antibiotics. On (B)(6) 2016, it was noted that the insertion site problems were almost recovered/resolved. The specialist noted leakage when the jejunal tube was flushed with water. White liquid was also visible in the peg tube. Gauze was placed on the insertion site and changed twice a day. The problems were noted outside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, early in (B)(6) 2016, the patient presented with erythema, pain and pus secretion at the insertion site. Twice a day gauze is switched at the insertion site. The general practitioner treated the patient with antibiotics. On (B)(6) 2016, it was noted that the insertion site problems were almost recovered/resolved. In addition, the duodopa specialist noted leakage when the jejunal tube was flushed with water a white liquid would appear in the peg tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.